Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited missing data. It was noted that the device was in mode switch. The ipg remains in use. No patient complications have been reported as a result of this event.